Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer alleged insulin pump was under delivering. Customer experienced high blood glucose level of 346 mg/dl. Customer treated high blood glucose with manual injection. Customer allege under delivery due to exposure to magnetic resonance imaging. The insulin pump will not be returned for analysis.